Event description:
Additional information was received from consumer stating the issue is resolved and the device is still in use. A new battery recharger was sent for resolving recharger issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that when they tried to connect to the wr using the new handset they received, the handset said the wr was inactive and that they should call their clinician. During the call, agent had the caller connect to the wr via recharger app and caller was able to pair the handset and wr without any issues, but they had to reposition the wr several times to connect to the implant. Agent then reviewed general recharger use and caller successfully connected to the implant, but caller mentioned that the therapy was turned off. Agent reviewed general therapy information, then walked caller through connecting to the implant via therapy app and caller was able to turn the patient's therapy back on. Troubleshooting resolved the reported issue. Agent also reviewed charging interval information and communicator general use. Additional info received from patient that the patient's therapy had been off and they didn't know why so now they were wanting to make sure they monitor the charge level of the implant battery. During call patient was charging implant and recharger app showed charging 100% excellent connection, therapy on. Agent reviewed meaning of screen, patient representative said they had thought the 100% was referring to the wireless recharger battery level, agent reviewed how to check wireless recharger battery level. Agent reviewed information about charge complete screen. Patient representative said they saw a service code 580 on the handset today when they were "going into the apps". Agent reviewed meaning of service code 580, that wrong app may have been used, caller confirmed they had been trying to go into the dbs therapy app while patient was charging. Agent provided education.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The aware date of the previous supplementary report was 20th april 2026.

Event description:
Additional info received from patient that the cause of the therapy off issue was unknown.

Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient that the cause of the therapy off issue was not related to the device.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37651 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that the recharger is showing a screen that says to connect the desktop charger to the ac power supply. Caller said they have left the recharger plugged in for multiple days, but it will not charge. Caller confirmed the green light is on the desktop charging cord, the cord is not frayed but stated that the connector pin is loose. Caller also stated that they could not see the pin inside of the recharger port. The issue was not resolved through troubleshooting. An email was sent to local reps for insr to wr replacement.

Event description:
Additional info received from patient that the rep assigned him a used recharger to charge the device for time being but the recharger is also not working properly so patient is waiting for the replacement recharger to charge the ins.

Manufacturer narrative:
Continuation of d10: product ID 37651, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.